Event description:
It was reported the resection sheath had a loose ceramic tip. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6) hospital. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Since the product for this info complaint was not returned to olympus, our investigation is based solely on the information provided by the customer and the sales business center. As a result of the inspection, the following were confirmed: the ceramic tip was loose and it can be concluded that a damage to the ceramic beak of the sheath was caused by thermal induced impact, wear and tear, improper handling, mechanical overload like fall, shock or similar stress. The sealing ring was scratched. The damaged yellow/grey sealing ring damage can be concluded, that the damage to the sealing ring was caused by wear and tear or lack of maintenance. A damaged sealing ring may cause a leakage at the inner sheath in a high probability. The adhesive at the black cap was detached and it is presumed the handle has come loose, presumably due to frequent use and / or collision. The condition corresponds to the age of the item. Signs of wear and tear, and due to frequent use and applying too much force to the handle. Olympus will continue to monitor field performance for this device.